Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when trying to issue a medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported bsaed on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) checked myqlink and found that there was no transaction recorded for the medication being issued. The tss then remotely accessed the cabinet, reviewed the drawers and zones, and found no issues. When the user attempted to dispense the medication again, the drawer opened normally and no malfunction was observed. The system functioned as intended after the technical support specialist investigated the device.